Event description:
Same case as MFR report # 2134265-2009-05238. It was reported that in preparation for a percutaneous coronary interventional procedure, a wire break occurred due to contact with the burr. The 90% stenosed lesion to be treated was located in the calcified and moderately tortuous proximal to distal left circumflex. When the physician was testing the rotalink burr on the floppy rotawire outside of the pt during preparation, the floppy rotawire separated. As this occurred outside of the pt, no pt consequences occurred. The procedure was completed with another of the same device, and pt's status was reported as "good".

Manufacturer narrative:
A guide wire was inserted in the rotalink plus unit. The spring tip was not returned. When the guide wire was removed, it was noted that the guide wire was kinked. An initial examination of the plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the advancer. A tug test was carried out on the rotablator plus unit as per procedure and no issues were noted. A connect/disconnect test was carried out as per procedure, and no issues were observed. A scratch test was performed and confirmed the bur's cutting action was acceptable. The bur was microscopically examined and the burr annulus was misshapen and flared. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is considered handling damage as the event occurred prior to pt contact. (B)(4).